Event description:
The customer's mother called in response the drive support cap letter. The blood glucose reading was 204mg/dl. Troubleshooting was performed, and the drive support cap is sticking out. The mother stated that the insulin pump alarmed and was stuck in the error loop. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker.